Event description:
It was reported that the sheath was difficult to maneuver in the body, and the patient experienced cardiac tamponade, pericardial effusion, and a drop in blood pressure. During a pulse field ablation (pfa) procedure to treat atrial fibrillation a faradrive sheath was used. After performing the transseptal puncture mapping was performed with a non-boston scientific catheter, then the faradrive sheath was inserted and the farawave catheter was inserted into the sheath. There were difficulties maneuvering the sheath in the body, but the patient also had atypical anatomy with a very dilated atrium. After ablation of the left pulmonary veins was complete the catheter was moved to the right pulmonary veins when the patient's blood pressure dropped from about 160 to 60 mmhg systolic. Ultrasound was used to confirm a pericardial effusion. Pericardiocentesis was performed for about two hours before the patient was transferred to an available operating room (or) for a sternotomy. The procedure had to be cancelled due to the complications. The patient was then admitted to the cardiac surgery intensive care unit (csicu) after the surgery. The event is ongoing. The device is not expected to be returned for analysis. It was further reported that the patient died three weeks after the procedure. The patient's heart had recovered from the tamponade but died due to other complications. The tamponade was located at the left atrial appendage which was lacerated at the base.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Additional information was received and added to blocks b5 describe event or problem, h6 patient codes, and h6 impact codes. Correction to the initial MDR in blocks b1 adverse event/product problem, and b2 outcomes attrib to adv event.

Event description:
It was reported that the sheath was difficult to maneuver in the body, and the patient experienced cardiac tamponade, pericardial effusion, and a drop in blood pressure. During a pulse field ablation (pfa) procedure to treat atrial fibrillation a faradrive sheath was used. After performing the transseptal puncture mapping was performed with a non-boston scientific catheter, then the faradrive sheath was inserted and the farawave catheter was inserted into the sheath. There were difficulties maneuvering the sheath in the body, but the patient also had atypical anatomy with a very dilated atrium. After ablation of the left pulmonary veins was complete the catheter was moved to the right pulmonary veins when the patient's blood pressure dropped from about 160 to 60 mmhg systolic. Ultrasound was used to confirm a pericardial effusion. Pericardiocentesis was performed for about two hours before the patient was transferred to an available operating room (or) for a sternotomy. The procedure had to be cancelled due to the complications. The patient was then admitted to the cardiac surgery intensive care unit (csicu) after the surgery. The event is ongoing. The device is not expected to be returned for analysis. It was further reported that the patient died three weeks after the procedure. The patient's heart had recovered from the tamponade but died due to other complications. The tamponade was located at the left atrial appendage which was lacerated at the base. It was further reported that the official cause of death was respiratory failure. No autopsy was performed, and the date of death is not available.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Additional information was received added to blocks b5 describe event or problem and h6 patient codes.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that the sheath was difficult to maneuver in the body, and the patient experienced cardiac tamponade, pericardial effusion, and a drop in blood pressure. During a pulse field ablation (pfa) procedure to treat atrial fibrillation a faradrive sheath was used. After performing the transseptal puncture mapping was performed with a non-boston scientific catheter, then the faradrive sheath was inserted and the farawave catheter was inserted into the sheath. There were difficulties maneuvering the sheath in the body, but the patient also had atypical anatomy with a very dilated atrium. After ablation of the left pulmonary veins was complete the catheter was moved to the right pulmonary veins when the patient's blood pressure dropped from about 160 to 60 mmhg systolic. Ultrasound was used to confirm a pericardial effusion. Pericardiocentesis was performed for about two hours before the patient was transferred to an available operating room (or) for a sternotomy. The procedure had to be cancelled due to the complications. The patient was then admitted to the cardiac surgery intensive care unit (csicu) after the surgery. The event is ongoing. The device is not expected to be returned for analysis.